Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the morning of (B)(6) 2026, the patient reported that his cgm was displaying a reading of low mg/dl, while a bg meter reading measured 138 mg/dl. The patient also described his cgm values as ¿erratic.¿ he attempted to calibrate the cgm; however, the device displayed a ¿calibration not used¿ message. At an unspecified time later that afternoon, the patient took a nap. During this time, the patient¿s dog alerted the patient¿s wife, who found the patient unconscious and diaphoretic. She attempted to wake him but was unsuccessful. At approximately 1:30 pm, the patient¿s wife called 911 and initiated CPR. At that time, the cgm continued to display low mg/dl. While on the phone with emergency services, the patient¿s wife obtained a bg meter reading of 38 mg/dl. The cgm entered a brief sensor issue state . When cgm readings resumed, the device continued to display low mg/dl. Upon arrival, emergency medical services treated the patient with intravenous glucose. A repeat bg meter reading remained 38 mg/dl. The patient regained consciousness while being transported by ambulance to the emergency room. At the emergency department, the patient received additional treatment with two bags of intravenous glucose. The patient was discharged later that same evening with a bg meter reading of 168 mg/dl. The patient continued using the same sensor following discharge. On the day of the report, the cgm displayed 83 mg/dl, while the bg meter reading was 143 mg/dl. Dexcom technical support advised the patient to replace the sensor. At the time of the report, the patient was reported to be stable and doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid when the cgm values was being ¿erratic.¿ there was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient unconscious and diaphoretic. The reported glucose values fall within the a zone of the parkes error grid when the patient's wife was on the phone with emergency services. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.